Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. A request was made for engineering analysis to review device data. Analysis confirmed the device is depleting faster than expected. Technical services recommended replacing the device within 90 days or more frequent monitoring. The device is expected to be returned once explanted. At this time, the device remains in service. No adverse patient effects were reported.